Event description:
It was reported that a y-site (clearlink) of a clearlink non-dehp solution set, located below the unspecified intravenous (IV) pump, was "crushed, no longer round and bulging and leaking from y site." This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.